Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The motor passed motor test. No motor error alarm. The device was received cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history. There was no further information provided by the customer or troubleshooting.